Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type extension d6b. The explant date is an estimated date (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the infection has been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID neu unknown ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an infection that lead to extension and neurostimulator removal. A patient requires an MRI but the physician is concerned that the patients leads may not be capped for an MRI to make it MRI-conditional.  The patient has a lead only system due to an infection requiring removal of the ipg and extensions some time ago and there are no patient notes. The doctor would like to do an x-ray to check whether the brain leads were either cut below the extension boot interface or whether the brain leads were capped.